Event description:
It was reported that the user experienced frequent overnight low glucose events, sometimes to the 40s mg/dl, and had been entering meal announcements without eating to obtain additional insulin, which was explained to interfere with the automated insulin-dosing algorithm. Symptoms included hypoglycemia with a nadir of 42 mg/dl requiring oral glucose intake. Outcomes included the need for user self-treatment and troubleshooting education regarding proper use of meal announcements and bedtime snack strategies. Investigation included internal case review with retrieval of system reports and user counseling on correct operation. Investigation of this case revealed user technique contributing to inappropriate insulin delivery due to using meal announcements as corrections, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that user error related to off-label meal announcement behavior was the likely cause.